Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, no complications were noted during the procedure. The initial post-operative visits were normal. The patient was seen post-operatively (B)(6) 2011 and experienced frequent bladder infections and reoccurring stress urinary incontinence (sui). The patient was prescribed toviaz, dosage unknown. The patient was seen again (B)(6) 2011 and presented pelvic pain, retention, nocturia and continued sui. A urinalysis and urodynamic testing were performed. The patient was prescribed vesicare, dosage unknown. The patient was seen again (B)(6) 2012 and an additional urodynamic testing was completed. The patient was diagnosed with a bladder sphincter deficiency. On (B)(6) 2012, the patient was (B)(6) 2012, the physician noted multiple and extensive adhesions in the pelvic region from a previous hysterectomy. After 2.5 hours of adhesiolysis, the procedure was aborted. Two weeks later, the patient was referred to another physician for a consultation on sui. The consultation report stated that no further surgery was required for the sui and the patient was prescribed detrol, dosage unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.